Event description:
It was reported that during implantable cardiac defibrillator change, the patient received inappropriate shocks due to oversensing noise. The physician placed a magnet over the device and reprogrammed to stop further shocks. The physician assumed the right ventricular lead caused the issue. The lead was capped and replaced and device was changed on (B)(6) 2017. The patient was in stable condition post procedure.

Manufacturer narrative:
The reported field events of sensing anomaly and inappropriate hv output were not confirmed in the laboratory. The device was tested on the bench [and using automated testing equipment,] and no anomalies were found.